Event description:
Nurse was drawing up a vaccine to administer to a patient, the nurse utilized the scoop and sweep method to re-cap the vanishpoint needle. After using the scoop and sweep method the nurse then attempted to secure the cap on the needle. When re-capping the needle it clicked into place like normal but the needle made an odd sound and it came out the side of the cap. FDA safety report ID# (B)(4).